Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-8750-03 driver shaft, t15 hexalobe, cannulated had the tip of the screw break off in the head of the screw when the surgeon was trying to back out the screw. The case was completed successfully, with no pieces breaking off inside the patient. This was discovered during a hardware removal procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-8750-03, driver shaft, t15 hexalobe, batch 1392327, was received for investigation. Upon visual evaluation, noted that the distal tip of the inserter shaft was broken. No broken pieces were returned for investigation. Functional testing could not be performed due to the damage of the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device, as the driver should not be used for removal of the screw.

Event description:
Additional information was received on 11/04/2024: there was no case delay. The hardware removal procedure was for the removal of the arthrex part ar-8750-50h 5.0 large compression ft screw, which was explanted during the surgery. At this time, it is unknown why the patient underwent revision surgery. No arthrex products were implanted during this surgery.